Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this aortic bioprosthetic valve, implanted approximately seven (7) months, was explanted due to perivalvular leak. Per the surgeon, this event was due to procedure related factors. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patient effects as a result of the replacement reported. The bioprosthetic valve will not be returned for evaluation.

Manufacturer narrative:
It was reported that this valve was explanted due to perivalvular leak (pvl). Regurgitation is considered to be a pvl if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including anatomical and technique related factors. Unfortunately, the root cause of this event cannot be confirmed without the sample device and cardiac imaging. However, the surgeon has indicated that this event was due to procedure related factors. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No corrective or preventative actions are required at this time.